Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopic procedure, the kingfisher suture retriever, ar-13970w, is detached from the inside as it has no grip. A second kingfisher suture retriever, ar-13970w, was opened and used to complete the case without further issue.